Event description:
It was reported that, during routine patient care, the patient was transferred from tumble foam to the hospital bed and during this transfer, the clinician observed that the patient¿s maintenance intravenous (IV) fluid tubing was detached at the stopcock connection and was lying on the bed. Per reporter, the intravenous infusion was immediately stopped upon discovery of the disconnection. A new intravenous tubing line was primed and connected. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.